Event description:
During a transurethral resection of the prostate procedure, the loop reportedly started arcing after breaking at point where wire and insulation meet. The same problem allegedly occurred with a second loop with the same date code. The dr saw "cloudiness," withdrew the scope, and discovered that the distal tip of the scope was burned.